Manufacturer narrative:
The sample is under evaluation by the manufacturing site. Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair surgery, internal to the patient, the needle of the novostitch did not come out of the lower jaw on deploying the cartridge. The procedure was completed with non-significant delay using a back-up device. No other complications were reported. Preliminary results of investigation had concluded that the tip of the needle was physically broken and would not retract once actuated which makes it a reportable event.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The patient impact beyond the potential foreign body, possible migration, and local irritation/discomfort cannot be determined. The patient¿s current health status is unknown, and no further clinical medical assessment can be rendered. A visual inspection found suture is not present in the suture pod and debris on the distal tip of the cartridge. A functional evaluation revealed the tip of the needle is broken and would not retract once actuated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.